Event description:
It was reported that during an attempted implant, the physician expressed difficulty fixating the lead. Finally the physician elected to remove the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).